Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident is based on physician feedback, not a specific device. Based on available information, causes for the reported user concern regarding the clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2921.

Event description:
It was reported that the physician reported feedback to claudia graber, abbott employee, that there are more problems with opening the clip, in his opinion, he needs troubleshooting much more frequently. And he frequently experienced the grippers didn`t lower. He is not talking about a special case, it´s his opinion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.